Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1033785 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1033785, test base part number 190-430 / lot: 1033785 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1033785 showed that the complaint rate is (B)(4). A log file review was conducted; however, the information for the reported test dates (B)(6) 2021 to (B)(6) 2021 had been deleted by the customer and was not available for review. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles did not contain test date information for investigation. A historical review of complaints against the kit lots for the reported issue indicates product performance is as expected and has not identified a product deficiency. Please reference related MFR. Report numbers: 1221359-2021-03879, 1221359-2021-03949 thru 1221359-2021-03955.

Event description:
The customer reported false positive results with the ID now covid-19 assay using three different lots (lot 1035029, lot 1033785, and lot 1034733) across multiple days. These false positive results are being reported in (8) eight MFR. Reports. Each report covers the false positive result(s) on each testing day with each lot. This MFR. Report is 3 of the 8 reports and covers (1) one false positive results on (B)(6) 2021 with lot # 1033785. The customer reported (1) one false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested unspecified swab sample. Confirmation testing was performed using the hologic - aptima sars-cov-2 assay (panther system) or cepheid xpert xpress sars-cov-2 assay ran on the cepheid genexpert system and all test generated negative results. (CT values not provided) the customer reported that confirmatory tests were performed by the facility's microbiology department. In addition, the customer reported that samples were also sent for sequence analysis at the referral lab for all the new positive results. No additional patient information, including treatment and outcome, was provided.